Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) dialed in to the station, logged out of the existing profile, and logged in using the carefusion admin profile, where four duplicate printer entries were observed. The zd411 printer was removed, the driver was reinstalled, and the printer was reconfigured as per the knowledge article "how to configure zd410 zebra printers in windows 10 guidelines". Print spooler services were restarted, extra universal serial bus (usb002) ports were removed from devices and printers, and the printer was mapped to the local port (usb002) but still test print job resulted in an error.upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es zebra label printer either printing incorrect information or failing to print. Customer stated that the printer output resembled an inventory count instead of the intended label information. However, there were no delays or adverse events or injuries reported based on this event.